Event description:
It was reported that there was ventricular oversensing during an implant attempt. It was reported that the ventricular oversensing may have been caused by blood ingress. The device was not used and will not be returned to medtronic since the patient had an infectious disease. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.